Event description:
It was reported to boston scientific corporation that an sensation polypectomy snare was used in a colonoscopy procedure on (B)(6) 2010 involving a (B)(6) female patient (patient weight is unknown.) According to the complaint, during the colonoscopy procedure, the nurse reported that when the physician let go of the pedal and removed the snare a burn line was noticed beside a polyp. An erbe generator was used and the site reported there may have been an issue with it, but this has not been confirmed. They removed the snare and tried it in another place in the colon and the snare would not operate correctly, the snare was not an oval shape it was criss crossed on itself. The colonoscopy was not completed as it was discovered that the patient's colon was perforated, near the cecum. There was no polyp at this exact location and the exact cause of the perforation is unknown. The patient had emergency surgery where the colon was successfully repaired. It was reported that the patient is "recovering nicely.:"

Manufacturer narrative:
(B)(4). The reported event of snare loop bent.the complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.